Manufacturer narrative:
Insulin pump received with button error alarm due to moisture damage keypad traces. No frozen screen noted. Scratches noted on display window. Cracks noted on battery tube threads, reservoir tube lip and reservoir tube.

Event description:
Customer reported a button error and the insulin pump was frozen. Customer stated that he was unable to escape out of it. Customer's current blood glucose reading is 130 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.